Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿venous occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: contra-indications: do not inject into the blood vessels (intravascular).

Event description:
Company representative reported on behalf of a healthcare professional that a patient was injected in an unspecified area with an unknown juvéderm® and experienced a ¿venous occlusion.¿ symptoms resolved following an unspecified intervention. The patient did not suffer any permanent damage. Follow-up with the healthcare professional revealed that a patient was injected in the left, lower, lateral lip with 0.1 cc of juvéderm ultra¿ and in ¿less than 60 seconds¿ experienced a ¿venous occlusion.¿ it was reported that ¿product blocked vessel in the lip during injection.¿ that day, treatment with hyaluronidase, aspirin, cialis, massage, and a hot pack was given to the patient. Symptoms resolved the next day.